Manufacturer narrative:
There has been no report of service on the unit. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03440.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results for unk number of pts involving access 2 immunoassay system. This is report number two of two. It is unk if the erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.